Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver observed persistent high blood glucose values up to 361¿378 mg/dl after a recent supply change, with more than 50 units delivered without improvement, and suspected an infusion set issue; the patient paused or shut down the ilet and transitioned to backup therapy until assistance for a supply change was available. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.